Event description:
The facility reports the caregiver was attempting to transfer the resident from a chair to the bed. The sling was placed too high on the resident, and as a result, during the transfer, the resident slid out of the sling, landing on the floor. There was no injury to the resident; the caregiver sustained a strained shoulder. (B) (4).

Manufacturer narrative:
An arjo investigator examined the lifter and found it in excellent condition. The sling was also inspected and found to be in good condition with no tears or worn parts. The customer indicated the sling was incorrectly placed. Placement of the sling is described at length in the lifter operating and product care instructions (opi). Based on complaint trending, this appears to be an isolated occurrence. The MFR concludes the event was a result of user error: a sling was incorrectly applied and caused the pt to drop during transfer. The MFR strongly recommends users of the sling at the facility are retrained in accordance with the lifter opi.